Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received in USA stating that the device had a cracked pressure gauge. It is known that the device was being used during surgery and no patient injury was reported. However, it is unknown if there was medical intervention or surgical delay related to the event. No addition information available.